Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that their device was malfunctioning. Patient states they turned the device off a couple weeks ago because they was having a ipl for dry eye procedure that they needed it to turn off. Patient then states it started burning and giving them a lot of pain so they turned it off for a few days. Patient tried to turn the device back on a couple days ago and was getting notifications that the system was operating at maximum settings and therapy cannot be increased. Patient has tried all 7 programs. Patient was having some incontinence issues now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.